Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy the clip appears to be related to the difficulty splitting the sheath. The most probable cause for the difficult to split the sheath is related to the material used to manufacture the sheath. A review of the complaint history identified similar incidents from this lot for difficult or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4), internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, resistance was felt during starclose se sheath splitting; the sheath did not completely split. The safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.